Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The pump¿s battery life had reportedly shortened to two days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/20/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings:a review of the pump¿s history showed multiple low battery warnings. There was no evidence of excessive battery usage; however there was evidence of partially discharged batteries being installed. No damage was found to the battery compartment. The returned battery cap was found to be within specifications and fit securely to the pump. During testing, the pump was exercised for 24 hours without any alarms or power loss. The current draws were found to be within specifications. The pump cover was removed and no damage was found to the internal components.